Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was repositioned and remained in use. It was also noted that the lead was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Repositioning was attempted and the "lead would not ¿grab¿ the tissue and hold on" so the physician was "unable to place" the lead initially but was ultimately successful.